Event description:
The foam sleeve detached from the retainer ring and the foam remained in the left ear canal. The foam sleeve was subsequently removed from ear canal by a physician. No injury or adverse sequela reported.